Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited a high capture threshold. A chest x-ray revealed that the atrial lead was dislodged. The patient was brought in for atrial lead revision. During the procedure, the atrial lead failed to be removed. The atrial lead was capped on (B)(6) 2024. The patient was stable throughout.